Event description:
Resistance was felt upon removal of the device from the sheath. The tip was missing from the device after removal. The physician was able to retrieve the tip without further complications. No patient implications.

Manufacturer narrative:
Retroactive audit of complaint files determined filing.